Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump drug was corrected from bupivacaine to baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving bupivacaine and dilaudid (doses and concentrations unknown) via an implanted infusion pump. It was noted that the dose was very low because the patient was using medical marijuana. The indication for use was spinal pain. It was reported that the pump was no longer touching the patient's pain. It helped immensely, but since the patient was in a car accident in 2016 it hasn't touched their pain. It was noted that the pump had flipped and had to be manually flipped to fill, and it was painful. The patient's pain reportedly went from about a 2 to 20 or 30. The patient reportedly had a 100lb weight gain, and then within a year lost nearly 200lbs and now the pump was flipped. The event date was 2 or 3 years ago (relative to the date of report). No further complications were reported or anticipated.